Manufacturer narrative:
Product no returned to manufacturer.

Event description:
It was reported that zirconia abutment fractured after 5 years. Remake has been done.

Manufacturer narrative:
Visual inspection was performed on the returned products. A crown was attached to the abutment. A fracture was observed above the hex of the abutment. Additionally, there were signs of use observed on the screw but no significant signs of damage. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and this is the only complaint reported against the subject lot number. However, ca-00561 and hhe-077 were opened for fractured zirconia abutments. This includes all edaz abutments. There are 1486 edaz fracture complaints in etq to date. Additional documentation review is not required. Complainant indicated that the abutment fractured. The complaint was confirmed. The failure of this device is associated with a product recall (z-1215-2014). The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole. Device availability changed: "no to yes", added date returned to manufacturer. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
The product associated with this complaint was not returned. The failure of this device is associated with a product recall. Additional documentation review is not required. The reported event could not be verified without a returned product. However, the complaint was confirmed due to the findings of the complaint history review. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole. Expiration date and UDI not available.